Event description:
As reported from edwards lifesciences field clinical specialist, approximately 3 years and 9 months post implantation of a 23mm sapien 3 ultra valve in the aortic position, valve stenosis with a mean gradient of 100mmhg. Patient admitted to hospital and passed away. Additional information provided death secondary to cardiac arrest (vt followed by pea). Additional diagnosis respiratory failure, severe bioprosthetic valve as, hfref, lactic acidosis. Recent admission at (B)(6) for ashf, who was found down by her husband. Ems was called and 1 CPR cycle performed, found to be in v.fib arrest and shocked, intubated. The patient was transferred to (B)(6) for possible av intervention. Once here a pa catheter and arterial line were placed. As she was not following commands or making spontaneous movement she was started on targeted temperature management. Overnight, she had at least four cardiac arrests with vt as initial rhythm follow by pea, rosc was obtained after epinephrine and CPR. A tvp was placed to try to suppress her rhythms, as it appeared she was chb prior to the vt events.

Manufacturer narrative:
Investigation is underway.

Event description:
Medical records were received and showed the hospitalization tte report aov peak vel of 5.24 m/s, peak/mean gradients are 110 & 69mmhg, ava (vti) of 0.59cm2, di of 0.26, trace regurgitation.

Manufacturer narrative:
A supplemental MDR is being submitted due medical record findings.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device remains implanted in the patient. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under deployed valve, valve size selection, patient prosthesis mismatch). The reported event was confirmed based on the medical record. It is possible that patient or procedural factors identified in the technical summary contributed to the complaint event. However, due to insufficient information, a definitive root cause cannot be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.